Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient needed a full body MRI and the patient's impedances were elevated on the tablet and near the thresholds on the 8840. Tablet impedances were: c/8 = 6617, 8/11 = 7262, 8/10 = 5844, the 8840 measured at 3v showed: c/8 = 2426; 8/11=4433; 8/10 =3346, 8/9 = 3505. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the high impedances were not determined. No troubleshooting steps were taken. The patient went for a catscan instead of an MRI. Unknown if the issue is resolved. It was not at the time they saw the patient.